Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding a 26mm sapien valve, in pulmonic position, by transfemoral approach. Approximately, seven years post-implant, a valve in valve with a 26mm sapien valve was performed, due to the calcification of the leaflets.

Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Per a technical summary written by edwards lifesciences, calcification degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the technical summary is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was unable to be confirmed due to device unavailability imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be confirmed, but may be related to the patients comorbidities and or progression of the pre existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis. Control limits are managed and assessed.